Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the reported issue is unknown at this time. Follow ups are in progress. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported had an issue of cannot retract needle, was removed and was still deployed. According to the reporter, they were unable to retract the needle into the sheath was and still deployed when removed from the patient . The issue occurred during an unspecified procedure. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections e2, h6, and h10. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. The specific root cause of the reported problem could not be determined at this time because the device was not returned. The following information is stated in the instructions for use (IFU): ¿do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument." Olympus will continue to monitor field performance for this device.